Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had no display and stopped ventilation during use. It was alarmed as expected to inform about the failure. The device was replaced, and the patient was not harmed.

Event description:
It was reported that the device had no display and stopped ventilation during use. It was alarmed as expected to inform about the failure. The device was replaced, and the patient was not harmed.

Manufacturer narrative:
The affected device, evita v800, was examined onsite by draeger service technician and the service report was made available. Based on the device examination results and further provided information it could be confirmed that the device failed during use with accompanying secondary acoustic alarm (piezo speaker). The complete loss of function was caused by a persistent hardware fault of pba m48.3 and/or pba pi main ecd. The replacement of those parts remedied the issue, and the device successfully passed all tests according to manufacturer specification after repair. The root cause could not be finally clarified since the replaced parts were not available for investigation. In case of a complete loss of function of the ventilator, the ventilation stops, and the safety valve opens to ambient allowing the patient to breathe spontaneously. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. An alternative device needs to be used to continue the ventilation. In the current event, the device reacted as specified and alerted the user of the loss of function. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.